Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15709. It was reported that the right ventricle and atrial leads exhibited noise. Upon review, the damage of the leads were noted due to clavicular crush. The right ventricle and atrial leads were explanted and replaced. Patent was stable.